Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. However, the customer called requesting troubleshooting assistance since the unit is giving error code bad cal, and bg pt after replacing the gas delivery engine (gde) of the unit. Vyaire technical support specialist assisted customer and found that the ribbon cable on blended gas pcb was disconnected. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the avea ventilator alarmed vent inop and requested for gas delivery engine (gde) replacement. There is no patient involvement in this reported event.